Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump and battery became hot/warm to the touch and there was no physical damage. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission: 02/01/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2017 with the following findings: a review of the black box showed no evidence of unusual voltage fluctuations. The battery compartment and the returned battery cap were able to fit securely, and maintain electrical connection. The rewind, load, and prime steps were performed successfully. All currents read within specification. No overheating or alarms occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The complaint of a temperature issue was unable to be duplicated.